Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test or prime test due to motor error alarm. Drive support disk was inspected and no anomaly was noted. No moisture damage on keypad traces or electronic assembly noted.

Event description:
The customer reported that the insulin pump alarmed after he jumped in the pool while wearing the device. The blood glucose reading was 385mg/dl. The caller mentioned that the drive support cap was sticking out. No further information was provided.